Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In procedure, the clip of the subject device could not be released after the user fired it. The user withdrew the subject device from the patient while the subject device was grasping the tissue. It caused the bleeding from the patient. Another device was used to stop bleeding, and the intended procedure was completed. There was no other patient injury reported. This is the report regarding the failure of releasing the clip.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Therefore, the exact cause of the reported event could not be conclusively determined. Based on the past similar cases, it was known that break of the limiter could have caused the failure. A possible mechanism is shown below. 1) the insertion portion of the endoscope was winding or excessively angulated when the customer attempted a clipping. This attempt increased the sliding resistance of the operation wire of the clipping device to the tube sheath containing it. 2) the condition 1) prevented smooth retraction of the clip arms and caused the limiter in the control section of the clipping device to break off before the clip pipe locked the clip arms. 3) as the limiter broke off, the clip arms could not be fully retracted until they were locked by the clip pipe. 4) the incomplete retraction of the clip arms caused a clip releasing difficulty. Also, it was known that the hook and the clip were tugging each other because the endoscope or the clipping device was being pulled backwards while the clip was grasping tissue. The tugging exerted a force on the connection of the hook and the clip. The clip therefore could not be easily released from the hook. The above device handling has warned in the instruction manual as follows. *keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping.